Event description:
As reported: when the doctor is trying to connect the manta device with the manta sheath the bypass tube and whole manta (the toggle, collagen and suture) fully damaged (disintegrate). Completed with another device (same model). Describe "other" procedure associated to: MDR 3010252479-2021-00235 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 18f ce manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The entire device and sheath were removed and a second 18f ce manta device and sheath were opened and deployed without complication; successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.